Manufacturer narrative:
On 16-apr-2020, mentor received additional information regarding the replacement devices. The devices are two 380cc mentor smooth round high profile prostheses (catalog #: 3503380, left serial #: (B)(6) right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 380cc mentor smooth round high profile prostheses and experienced postoperative bilateral deflation. The patient went in for a consultation on (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. This report is for the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).